Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
(B)(6). This report filed september 10, 2014. The implanted device remains.

Event description:
It was reported, on (B)(6) 2014 the surgeon made an incision at the implant site to place a new abutment onto the fixture. The implanted device remains.